Event description:
It was reported that this right ventricular (rv) lead had an increase in right ventricular (rv) lead pacing impedance measurements and out of range shock impedance measurements likely due to physiologic changes in the patient. This rv lead remains in service. No adverse patient effects were reported.